Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. Investigation confirmed a malformation of the bottom webbing occurred at start up. The webbing was not properly aligned causing the malformation of the seal and creating the reportable breach (detected through dye testing and confirmed through bubble testing) and is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Distributor reports finding wrinkles in the clear film and the sealing is partially opened on incoming inspection.